Manufacturer narrative:
Evaluation method- device history reviewed. Results - device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed only. Inspection shows a small amount of moisture in green gas port when received. Unit was run with fluid at 6.5 l/min with 8 ps back pressure for 1 hour. During hour long run, some fluid was observed exiting the gas prot. Unit was then dissected which clearly shows moisture inside the envelope, approximately 12 feet from end roll. Unit was dried overnight and vacuum tested in the morning. Vacuum test shows 1 leak path, approximately 12 feet from end roll, near side seam. Microscope inspection shows a small round tear in membrane in the island portion of fabric. Tear measures approximately .010" in diameter, which intersects a deep screen indentation. There were no high spots detected on the screen in the damaged membrane area. Conclusion: reduced performance of the device occurred while priming the device, prior to use. Product changed out with no patient involvement.

Event description:
Sales rep reported that the customer experienced a leak from the gas outlet port after the unit was primed. The device is expected to be returned for product evaluation.